Event description:
The customer reported that the insulin pump alarmed motor error during basil. Troubleshooting was performed. The customer stated that the device was exposed to an MRI. Assisted the customer to perform the self test and passed. Ran a displacement test and the test failed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test, basic occlusion, occlusion, prime and the excessive no delivery test. Unable to test the operating currents and off/no power alarm due to motor error alarms. The insulin pump had missing end cap sticker.